Manufacturer narrative:
Follow up # 1/supplemental report text 02/03/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6) 2011: the lay user/patient's products have not been returned to lifescan for product analysis. The retain test strips were tested and they passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed; 510(k) # is k053529.

Event description:
On (B)(6), 2011 the lay user/patient's wife contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported the alleged issue began on (B)(6), 2011 between 5:00pm and 7:00pm. The patient's wife reported blood glucose results of "74 mg/dl" with the subject meter and "34 mg/dl" on another meter (emergency medical services meter), performed greater than 30 minutes of each other. The wife claimed that the patient manages his diabetes with pills and diet/ exercise. On the onset of the alleged issue, the wife indicated that the patient responded to eating more food/drink. At an unknown time and date, the wife claimed the patient was "feeling funny"; however she was not able to specify whether the symptoms occurred before or after the alleged issue began. On the onset of the alleged issue, the wife claimed the patient contacted emergency medical services (ems). According to the wife, when the ems arrived, he was administered IV glucose after the result obtained from the ems meter of "34 mg/dl". At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the result(s) obtained were from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient¿s wife stated the patient obtained an inaccurate high reading on the subject meter and reportedly received hcp intervention after the alleged meter issue began.